Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that an episode of inappropriate auto mode switch with noise on the ventricular channel. It was noted that another episode of inappropriate auto mode switch with noise on the atrial and ventricular channel was observed, but the noise on both the atrial channel and ventricular channel appeared to be the result of electromagnetic interference. Episodes of rv lead noise were also observed. No action was performed other than to monitor the patient remotely. The device remains implanted. The patient had no adverse consequences.